Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced cardiac tamponade with hypotension. A left atrial appendage (laa) closure procedure was being performed. A versacross radiofrequency (rf) wire was used to perform the transseptal puncture (tsp) with the watchman fxd curve access system (was). At one point during the tsp the rf wire was visualized in the left atrium, but the sheath was not. Under fluoroscopy the sheath was advanced, but with difficulty. At some point the rf wire came back, and the physician advanced the wire and the sheath together. After this the wire was not visualized on intracardiac echocardiography (ice). When advancing the was into the laa of the patient the patient's blood pressure dropped. A pericardial effusion with cardiac tamponade was noted on imaging outside the right atrium/right ventricle. At some point, the wire was withdrawn, and the sheath was advanced into the pericardial space. The patient was given protamine, and the physician performed a pericardiocentesis. No further intervention was needed, and the patient made a full recovery from this event. The patient remained hospitalized overnight before being discharged home the next day. There were no other complications that were reported to have occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced cardiac tamponade with hypotension. A left atrial appendage (laa) closure procedure was being performed. A versacross radiofrequency (rf) wire was used to perform the transseptal puncture (tsp) with the watchman fxd curve access system (was). At one point during the tsp the rf wire was visualized in the left atrium, but the sheath was not. Under fluoroscopy the sheath was advanced, but with difficulty. At some point the rf wire came back, and the physician advanced the wire and the sheath together. After this the wire was not visualized on intracardiac echocardiography (ice). When advancing the was into the laa of the patient the patient's blood pressure dropped. A pericardial effusion with cardiac tamponade was noted on imaging outside the right atrium/right ventricle. At some point, the wire was withdrawn, and the sheath was advanced into the pericardial space. The patient was given protamine, and the physician performed a pericardiocentesis. No further intervention was needed, and the patient made a full recovery from this event. The patient remained hospitalized overnight before being discharged home the next day. There were no other complications that were reported to have occurred. It was further reported that a "flossing" technique was used during the tsp to stretch the septum. A therapeutic activated clotting time (act) was maintained during the procedure.